Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis , at the time of closure of insertion opening for feea, the jaws did not open. After the second firing, the surgeon pressed the buttons simultaneously. The reload did not return to the center position. The nurse removed the reload by force. Another reload was loaded onto the handle. An open/close test of jaws was performed without problem. When the surgeon approached the tissue and pressed the green button, the jaws opened. The surgeon closed the jaws and pressed the silver button to open the jaws for fine tuning. The device did not react at all. Clamping the tissue, the surgeon removed the handle from the adapter. The battery was replaced by new one. The adapter was connected to the handle again. The device operator pressed the silver button. However, the device was non reactive. The tip of the reload was opened by forceps by force and the tissue was released. Eventually, the general status indicators illuminated blue. The handle status indicator was flashing green. The status of each indicators during the surgery is not available. Reinforcement material was not used. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.